Event description:
It was reported that the arctic sun device had a solder joint fracture on patient temperature out and on circuit board. It was stated that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had a solder joint fracture on patient temperature out and on circuit board. It was stated that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.